Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that multiple occlusion alarms occurred and that the insulin gauge was inaccurate. Customer's blood glucose level ranged between 300 mg/dl and "high" which was addressed by delivering a bolus. Customer also reported that the cartridge would not fit on the pump, cartridge was leaking, and that resistance was experienced during the fill process. Reportedly, the customer changed pump supplies to resolve issue.